Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the infusion set tubing became detached. The customer's blood glucose was 500 mg/dl, which was treated with multiple manual injections. The customer complained of nausea as a symptom of high blood glucose. No serious injury or hospitalization resulted from the event. She declined troubleshoot assistance for the issue and was unsure of her most recent blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.